Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 28 x 2.50 rebel stent was selected for use to treat the lesion. However, upon insertion of the device while still outside of the patient, the mid shaft broke. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.